Manufacturer narrative:
Qn#: (B)(4). Complaint verification testing could not be performed as no sample was returned for analysis. A device history record review was performed and no relevant findings were identified. A verification of failure mode reported in the current manufacturing process was conducted as follows: 380 samples were taken from the current production; the samples were visually inspected and issue reported was not observed in the current manufacturing process. Without the device to evaluate, the complaint could not be confirmed and the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature. If the sample becomes available at a later date a follow up report will be submitted with investigation results.

Event description:
The complaint is reported as: "the inflation system passed the pre-test. The cuff could not be inflated properly after intubation. Clinician took the defective tube out and did the test, the cuff found holes". The et tube was changed. No patient harm was reported.

Event description:
The complaint is reported as: "the inflation system passed the pre-test. The cuff could not be inflated properly after intubation. Clinician took the defective tube out and did the test, the cuff found holes". The et tube was changed. No patient harm was reported.

Manufacturer narrative:
Qn# (B)(4). The customer returned one unit 5-10314 et tube, hvt, 7.0 for investigation. The et tube was visually examined with and without magnification. Visual examination of the returned device revealed that the sample appeared used as there were small scrape marks on the device. A small blemish was observed on the balloon cuff while inflated under microscopy. Functional inspection was performed to attempt to inflate and deflate the cuff on the returned et tube. A lab inventory syringe was filled with air and the syringe was connected to the pilot balloon. Using hand pressure , air was injected through the valve. Upon injection of air, the balloon cuff was able to properly inflate and stay inflated. The balloon cuff was also able to properly deflate. The et tube was submerged under water and an attempt to inflate the balloon cuff was made to detect any leaks or holes. Upon injection, the et tube inflated and no leaks were observed from the sample. The balloon cuff was left inflated for several minutes and no signs of any air leaks were observed. The reported complaint could not be confirmed based upon the sample received. The returned et tube was able to inflate and deflate when filled with air via a lab inventory syringe. The sample was submerged under water and able to stay inflated with no signs of leaking or any holes. Although a blemish was observed on the balloon cuff during visual inspection, the blemish did not impact the functionality of the et tube as it stayed inflated under water for several minutes with no signs of any leaks. A device history record review was performed with no evidence to suggest a manufacturing related cause. All et tubes are 100% inspected for proper inflation and are inflated for 4 hours at the manufacturing site. The reported issue was not found with the returned device.